Manufacturer narrative:
(B)(4). No complaint was received with the return of device. Final analysis found abrasions breaching outer insulation at multiple locations from the proximal cut end. Abrasion are consistent to constant friction with another implantable device.

Event description:
This report is to advis of an event observed during analysis.